Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there is coring when using the blunt needles. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4212669. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180 . Batch#: 4212669 . Verbatim: rcc received a complaint via email. Email(s) attached it was reported by the customer that our anaesthesia team and our aa are finding more and more when using the blunt needles are finding coring. This is happening with many drug vials and in many of the syringes when drawing up. Same issue at the same time.